Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The pulse generator was in back-up operation. The patient felt fatigued and was brought into the clinic. The device was restored and the firmware was upgraded.